Event description:
It was reported that during service and repair pre-testing, it was discovered that the power module device had a cracked housing, displayed a red warning light emitting diode (led) after being plugged in on the (B)(6) battery charger device , and would not run a self-test. During in-house engineering evaluation, it was observed that the device did not hold charge. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had cracked housing and did not hold charge. Therefore, the reported condition was confirmed. It was determined that the device appeared to have been mishandled or dropped. The assignable root cause was determined to be due to user error, misuse and /or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.